Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Unable to download unit using thump due to unresponsive keypad. Unable to upload unit to carelink due to unresponsive keypad. Unable to perform self test due to unresponsive keypad. The keypad overlay was removed, and no moisture damage was noted during visual inspection. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage was noted on electronic stack, however, a tear in the keypad flex connector was noted, leading to unresponsive keypad. Unit was also received with label damage (faded), keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were confirmed when unit was received with unresponsive buttons due to unit being received with keypad flex connector physically damaged with a tear. Isolate to electronic assembly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and also reported keypad anomaly. The customer reported a blood glucose value of 72 mg/dl. The customer was treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884, mmt-7040ma, mmt-396a. Troubleshooting was performed, and the pump was not exposed to change in altitude. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884, mmt-7040ma, mmt-396a.